Manufacturer narrative:
The clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was installed on an in-house system and driven and failed the clip test due to the bent grip. The clip was unable to be attached to the clip applier. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier would not release the clip. The procedure was completed with no reported injury.